Event description:
It was reported that shaft perforation occurred. A 2.25mm x 20mm apex balloon catheter was selected. It was noted that during delivery a non-bsc guide wire "went through" the balloon shaft. The device and the guide wire were removed. The procedure was completed with another wire and another of the same balloon catheter. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an apex balloon catheter with a non-bsc guidewire. The guidewire was outside of the catheter and was found to be in 2 pieces with the distal end broken off. The catheter was inspected tactilely and visually. There were multiple hypotube kinks and blood in the inflation lumen and in the guidewire lumen. Magnified inspection of the device revealed that the shaft was buckled 36cm from the distal tip (14mm in length). A shaft puncture and scratches on the outer were found 67cm from the distal tip. Distal tip damage was also noted. Because of the damage to the guidewire, it was not inserted into the catheter for functional testing. Inspection of the remainder of the device presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft perforation occurred. A 2.25mm x 20mm apex balloon catheter was selected. It was noted that during delivery a non-bsc guide wire "went through" the balloon shaft. The device and the guide wire were removed. The procedure was completed with another wire and another of the same balloon catheter. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).